Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Event description:
Edwards received information that this patient underwent a valve-in-valve procedure with a transcatheter heart valve within an existing edwards valve. The implant duration of the original valve was approximately nine (9) years and eight (8) months. The reason for redo-avr is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information was received.